Event description:
It was reported, that the during the review of episodes. The right ventricular (rv) lead exhibited oversensing noise. The lead was capped and replaced on (B)(6) 2024. The patient was in stable condition.